Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was due to fluid damaged the charged coupled device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the visual inspection and functional test performed on the returned device, the device did not meet the standard specification. The device was returned and the evaluation found there was no image due to fluid that damaged the charged coupled device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasonic bronchofibervideoscope had a scope communication error. The issue occurred during preparation for use on an unspecified procedure. There were no delays, and no reports of patient harm.